Event description:
On (B)(6) 2011, the patient underwent treatment for an abdominal aortic aneurysm with a gore excluder device featuring c3 delivery system. The procedure concluded with no complications. Later that night, the patient presented with a cold leg, and underwent another procedure the next day to resolve device compression in the ipsilateral leg of the trunk. A palmaz stent was placed. Resolving the device compression, and restoring normal blood flow. The patient is okay with no further complications. The physician attributed the device compression to the excessive calcification of the abdominal aorta.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.